Event description:
The consumer's sister alleges the front wheel snapped off by the pin that holds the wheel onto the rollator, causing the consumer to hit her head and bruise her back. No serious injury is alleged.

Manufacturer narrative:
No serious injury occurred. Device is a distributed product. Past history has established one incident resulting in a serious injury. The result of incidents similar to this have shown to be due to a lack of maintenance. MDR filed as a conservative measure. Malfunction is unconfirmed.